Event description:
Pt was implanted with 12mm ti cann retro/antegrade femoral nail-ex, locking screws and end cap to the left femur on an unk date. Pt returned for a follow-up doctors visit with knee pain. Pt was then returned to the operating room on (B)(6) 2012 for removal of hardware. The nail was slightly sticking into the knee joint subsequently causing pain in the pt's knee. Pt was not revised with any additional hardware as the pt's femur fracture was completely healed. The explant procedure was completed. Successfully. Reportedly there were no devices broken. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.